Event description:
It was reported that the patient underwent lumbar 'posteriolateral fusion and interbody fusion' surgery at l5-s1 using rhbmp-2/acs. Allegedly, bmp caused abnormal ectopic bone growth, which in turn caused the patient's ongoing, chronic pain and other complications. Post-op, the patient developed extreme pain, suffering, and anguish.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2005 patient underwent the following procedures: posterior spinal fusion, l5-s1; transforaminal lumbar interbody fusion, l5-s1; segmental instrumentation, l5-s1; cage insertion, l5-s1; local autograft bone. Preoperative, postoperative diagnosis: posterior discectomy degenerative disc disease and collapse at l5-s1 per op-notes: "local bone graft obtained from the laminectomy as well as osteo-fill and one- third of a bmp sponge were placed into the anterior disc space. One third rhbmp-2/acs sponge was used to fill the cage."

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.